Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by remote transmission the patient presented to the emergency department with complaints of syncope. The implantable cardiac monitor (icm) showed noise on a stored diagnostic episode. The icm was explanted and upgraded to an implantable pulse generator (ipg). No patient complications were reported as a result of this event.